Event description:
The initial reporter received questionable ast aspartate aminotransferase acc. To ifcc without pyridoxal phosphate activation results for one patient tested on a cobas 6000 c (501) module. Prior to patient testing, it was reported the qc results were acceptable. The patient's initial ast result was reported outside the laboratory. The customer performed qc and had failing results. The customer performed repeat testing with the patient's sample on a different c 501 module. The patient's initial ast result was 28 u/l. The patient's repeat ast result was 76 u/l. The customer determined the repeat result was correct. The ast reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The customer performed a visual inspection of the sample and the sample appeared to be ok. The field service engineer discovered the incubation bath sensor was failing to conduct. He replaced the thermistor. He performed a cell blank measurement with passing results. He performed calibration and qc with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.